Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Verification in hip software failed hip mako. Hip verification failed multiply times. Robotic aborted. All pre surgery checks passed before tha case. There was a 30 minute surgical delay and the patient was under anesthetic at the time of failure. Files provided and located in the s (B)(6).

Manufacturer narrative:
Reported event: an event regarding a failed bone registration verification involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 289 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a failed bone registration verification. There were no other reported events. Conclusion: no investigation was conducted since no information was provided. A failed bone registration verification was reported. The device was not returned for evaluation.

Event description:
Verification in hip software failed hip mako. Hip verification failed multiply times. Robotic aborted. All pre surgery checks passed before tha case. There was a 30 minute surgical delay and the patient was under anesthetic at the time of failure. Files provided and located in the (B)(4).